Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection, reoperation. As the event date is unknown, (B)(6) 2019 will be used as the event date.

Event description:
On (B)(6) 2019, a patient underwent an endovascular procedure using conformable gore® tag® thoracic endoprostheses to repair a stanford type b chronic aortic dissection. The left subclavian artery was planned to be intentionally covered with the devices, therefore an axillo-axillary bypass surgery was performed prior to the device implant. The devices were reportedly implanted with no reported issues. The patient tolerated the procedure. On an unknown date in (B)(6) 2019, the patient was transferred emergently. The imaging identified a new retrograde stanford type a acute aortic dissection. On the same day an open thoracic surgery was emergently performed to repair the dissection. During the open repair, it was observed that the entry was located adjacent to the proximal edge of the proximal device (the partial uncovered stent) and might have caused the dissection. The dissection was repaired successfully, and the patient tolerated the re-intervention.